Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) bursts and shocks on stored atrial fibrillation (af) episodes with rapid ventricular response (rvr). Technical services (ts) also reviewed additional stored ventricular episodes, which were identified as ventricular tachycardia (vt) and were treated appropriately. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: impact codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) bursts and shocks on stored atrial fibrillation (af) episodes with rapid ventricular response (rvr). Technical services (ts) also reviewed additional stored ventricular episodes, which were identified as ventricular tachycardia (vt) and were treated appropriately. No additional adverse patient effects were reported. This ICD remains in service.